Manufacturer narrative:
(B)(4). Date sent: 10/13/2025. B3: unknown. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: could you please tell us the surgical procedure used in this case? Robot-assisted distal gastrectomy. Was it noticed any discomfort or abnormalities in function when using this product (e.g., abnormal sounds, jaw opening and closing, articulation, etc.) No, there was not. Was there any bleeding or tissue damage found at the time of this event? No, there was not. What treatment was performed on the areas where the staples were not formed properly? All duodenal stump was cut off and separated when the delta anastomosis closure. Were there any changes to the surgical procedure when additional suture/re-suture was performed? (E.g., adding a port hole, extending the incision, etc.)? As mentioned above. Are there any problems with the patient's condition after surgery? No, there are not. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a robot-assisted distal gastrectomy procedure, it was observed that the staples were not formed in b shape. The staples around the center of the cartridge, on the innermost side came out in a u-shape. Slr was used on duodenal resection. The cartridge color was blue. Another device was used to complete the case. There were no adverse consequences to the patient. No additional information provided.